Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the stopcock on a large bore adapter cracked and caused blood to flow back into the set. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed and a leak was observed. Clear passage testing was performed and the device operated according to product specifications. Pressure test failed due to the leak. The reported condition was verified. The cause was deemed to be due to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.